Manufacturer narrative:
On (B)(6) 2021 the consumer accepted a replacement and will not return the device to the manufacturer for an investigation.

Event description:
On (B)(6) 2021 the consumer claims the product shattered. The consumer discarded the product and accepted a replacement.